Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, and prime test. The device was received stuck in motor error loop during bolus/basal delivery. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. The device had cracked reservoir tube lip and minor scratches on the lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Customer reported via phone call, the insulin pump was alarmed motor error while customer changed the infusion set. Customer's blood glucose was 4.6 mmol/l. Troubleshooting was performed. The device was not dropped, bumped or exposed to a magnetic field. Customer doesn't use the sensor feature and was unable to complete the rewind sequence. Customer was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. He agreed to return the device for further analysis.